Manufacturer narrative:
Correction: previously reported g3 should have been 8 dec 2021 rather than 9 dec 2021

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, r-wave amp variation and inadequate capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray inspection found overtorqued of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to overtorqued of the inner coil in the connector region and the helix being clogged with blood/tissue. The reported events of r-wave amp variation and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2021-40345. It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds and r wave amplitude variation due to dislodgment on the right ventricular (rv) lead, as well as high capture thresholds and p wave amplitude variation due to dislodgement on the atria lead. The physician elected to revise both of the leads. During the revision the rv lead helix would not extend, so the rv lead was explanted and replaced. The atrial lead was repositioned successfully. The patient condition was stable.